Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received an inappropriate shock. Review of the episodes noted sustained supraventricular tachycardia that the rhythm ID feature could not corelate and was thus oversensed. The onset/stability feature was reprogrammed, and the ICD remains in service. No adverse patient effects were reported.